Event description:
This patient experience restenosis of a cypher stent in the mid lad approximately seven months post implant. This was treated with re-pci and additional 3.0 x 28mm cypher stent proximally to the first. The patient was discharged in stable condition.